Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with noise over-sensing on their atrial lead. This caused inappropriate automatic mode switches and tracking. Device was reprogrammed accordingly. Patient was stable after the event.